Event description:
It was reported that the ventilator failed o2 cell/sensor test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by field service engineer. The claimed issue was reproduced during troubleshooting. Initially it was reported that the o2 gas module was found defective. The o2 gas module regulates the inspiratory gas flow and gas mixture. According to received information in service report, replacement of the o2 sensor solved the issue and o2 gas module did not required replacement. The ventilator passed all functional and safety tests and was cleared for clinical use. The o2 sensor is responsible for only measuring the o2 concentration in the inspiratory channel and its failure would not affect ventilation. Therefore, this situation is not-safety related, the issue will be noticed before use and appropriate measures can be taken. The device's logs were not provided for further analysis. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to defective o2 sensor.

Event description:
Manufacturer's ref. #: (B)(4).